Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, error c-00 occurred repeatedly on vio dv integrated electrosurgical unit (iesu) when the surgeon was using energy. Site informed intuitive surgical, inc. (Isi) technical support engineer (tse) after the procedure. Before the phone call, site had power cycled the iesu, replaced the instrument and instrument cord, and swapped universal surgical manipulator (usm) arms, but the issue was not resolved. The surgeon elected to convert the procedure to laparoscopic surgery due to the iesu issue. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to remotefe showed c-34 errors. Visual inspection identified the unit has no significant scratches or dents. The front bezel is in decent condition. C-34/c-00 errors on start-up and c-34 errors mono coag activation. The iesu that was placed on golden system and was run in normal mode. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to generator defect based on voltage error. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.